Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 5131701. Model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient had a wet tap during the implant procedure and experienced headache afterwards. The patient had a blood patch done and was doing well postoperatively.